Event description:
Feedback has been provided to the product nurse regarding issues with the port access devices with the stanley m200 fall monitors. The 2 co-chairs of the fall committee and I completed an audit first quarter 2021 to determine if one or both access ports on the bottom of stanley m200 fall monitors are working correctly. The stanley m200 fall monitoring system works with 2 parts, the monitor and the bed/chair sensormats. The sensormats have a jack on the end of the cord that inserts into the monitor system in an access port. The sensormats have to be inserted or removed in the monitors by depressing the tab located on the jack. Audit completed by inserting sensormat into the access port to determine if there are any loose connections. If connections are loose, sensormat either falls out from the monitor or sensormat does not connect to the system correctly and will not alarm as intended. During the audit, we found that 50% of the devices had one access port that has a loose connection. There were 3 monitors found to have both access ports with loose connections. These monitors with 2 loose connections in the access ports were removed from service and replaced with a newer version of the stanley m200 fall monitor that contains the access ports for the sensormats located on the side of the monitor. On another unit there was 6 monitors found with one loose port access and there were 3 monitors found with both access ports loose. These 3 monitors with both loose access ports were removed from service and were replaced with a newer version of the stanley m200 fall monitor that contains the access ports for the sensormats located on the side.